Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported multiple no delivery alarms during bolus deliveries. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.